Event description:
See also manufacturer report # 6000032-2010-08976. It was reported that while the stimulation was turned on, the pt stated that one of the wires was "shorting out." No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if info becomes available.

Manufacturer narrative:
(B)(4).